Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the buffer valve assembly 14 to resolve the issue.

Event description:
The customer alleged the instrument generated 9 erroneous patient results for na (sodium) and cl (chloride) on their au481 clinical chemistry analyzer. The customer stated one patient result was reported outside the laboratory and was amended/corrected with no impact to patient treatment. The customer did not provide qc (quality control) recovery data.